Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and upon further investigation it was found that white connection point on pim had been physically broken off. Onsite replaced the pim assembly. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by the customer,  the cardiosave intra-aortic balloon pump (iabp) would fail the drive manifold test. Their further investigation found that the white connection point on pim had been physically broken off. There was no patient involvement.